Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for unrelated issues. A complete quality notification review was not performed because the product was manufactured prior to july 2004, the implementation date of the erp system. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. CAPA reference:ca-2018-0171. The customer stated that there was no patient involvement.

Event description:
Pressure sensors/ display board. Door assy- keypad damaged, case rear- damaged/cracked, membrane frame- fluid ingress/contaminated, door assy- keypad damaged, pressure sensor- failed occlusion, platen assy- damage and iui- contamination. There was no patient involvement. (B)(4). File reopened to add track wise pr number to the device data field.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for unrelated issues. A complete quality notification review was not performed because the product was manufactured prior to july 2004, the implementation date of the erp system. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
Pressure sensors/ display board. Door assy- keypad damaged, case rear- damaged/cracked, membrane frame- fluid ingress/contaminated, door assy- keypad damaged, pressure sensor- failed occlusion, platen assy- damage and iui- contamination. There was no patient involvement. 04/24/2015 08:47:47 (B)(6) . Po for (B)(6) approved by (B)(6) . Shipping & billing addresses confirmed. 05/11/2015 14:05:38 (B)(6) . (B)(4). 01/18/2018 06:33:30 (B)(6) . File reopened to add track wise pr number to the device data field.